Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-apr-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had their pump removed in "2008 or 2009" and he didn't think "it was all removed because he has problems in the area of where his pump was." He had pain in that area for years after the removal. The patient asked what imaging could be done to show any parts of the system left. Considerations were reviewed with the patient and he was redirected to follow up with a doctor. No further complications were reported.